Event description:
A patient with a vitreous hemorrhage in the left eye underwent vitrectomy surgery. During the procedure, the ophthalmic system suddenly displayed a prompt saying: "unable to maintain intraocular perfusion." However, the prompt kept reappearing, and the intraocular pressure (iop) dropped rapidly. The surgical team responded by removing the consumables and stopping the intraocular infusion. They then sutured the incision, injected gas into the eye, and worked to raise the intraocular pressure. Despite these efforts, the system failed to restore perfusion, and the surgery had to be cancelled. As a result, blood remained in the patient's eye, leading to poor vision after surgery. Three days later, during a follow-up procedure, the remaining vitreous hemorrhage was successfully removed and the surgery was completed. Outcome of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported infusion issue. The nonconforming air distribution assembly was replaced to address this issue. The system was tested and found to meet product specifications. It should also be noted that the surgeon is a trained medical professional that in the event of an incident the surgeon will mitigate those issues to proceed manually. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. The root cause of the reported infusion issue is attributed to a nonconforming air distribution assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).